Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per out standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the btt port on the vasoview hemopro 2 failed to inflate and the valve got stuck. A replacement device was used to complete the procedure. The hosp did not report any pt effects.